Event description:
Pt underwent a spinal surgical procedure in which adcon gel was administered. Approx 2 weeks post-operatively, pt presented with a delayed dural leak. The pt then underwent reoperation.